Event description:
It was reported during a surgical procedure reported on 3006705815-2025-00586, patient's leads had high impedances on all contacts. As a result, patient's leads were explanted and replaced during the procedure to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.